Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported an anaphylactic episode and an invisalign product was being used at the time of the event.

Event description:
The patient reported symptoms of rash and swelling on the face, difficulty breathing, hives on the face, swollen lips and anaphylactic episode. The patient visited the ER due to the reported symptoms. It is unknown if the patient took or was prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2018 and the patient is currently asymptomatic. The treating doctor reported the event was serious enough to discontinue the treatment.

Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that the invisalign system aligners caused or contributed to the patients symptoms. This follow up MDR is being filed as new information about the previous event has been reported that changed information on the previous report.

Event description:
The treating doctor called align technology and reported new information about this event. The treating doctor reported that the patient did not require any medical intervention, and was not prescribed or take medication to alleviate the reported symptoms. The initial report the patient stated visiting the ER due to the reported symptoms.